Event description:
During a bilateral iliac stent procedure, the sheath was placed without incident, however, when the dilator was being withdraw, the patient complained of pain. Contrast was used in the catheter to better view difficlty, however, nothing was revealed. An angio was performed and the patient experienced more pain, therefore, the catheter was removed. As the patient continued to complain, had injection was performed, which revealed a hole in the sheath.